Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the tibial articular surface provisional (tasp) was returned fractured. All pieces of the fractured tasp have been returned.